Event description:
It was reported the device is presented with a speaker malfunction error message and no sound was coming from the device. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: the philips remote support engineer (rse) talked to the customer and confirmed the speaker fault was found during tests performed by the customer. The rse determined the speaker is defective and required replacement and arranged for a replacement speaker assembly to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue the investigation concludes that no further action is required at this time. E1: (B)(6).